Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the video image was distorted on both monitors. No pt injury was reported.